Event description:
Patient presented to ER. X-ray revealed dislocated hip. Revised with new insert and femoral head.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: no devices were available for analysis. Medical records received and evaluation. A review of medical records was not performed as none were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient presented to ER. X-ray revealed dislocated hip. Revised with new insert and femoral head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.